Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Functional testing was not able to duplicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's reported issue could not be duplicated at time of investigation. The pump was found to be operating properly. The investigation determined the primary cause of the reported problem was a user related issue. No further action will be taken.

Event description:
It was reported that the pump showed, ¿error message: unable to fill, cassette not attached." Per reporter, this event occurred during testing. There was no patient involvement and no patient harm reported.